Manufacturer narrative:
The returned electrode, which was returned in segments severed approximately 28.5 cm from the terminal pin was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had their entire system explanted due to an unspecified product performance issue and replaced with a transvenous system. No additional adverse events were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had their entire system explanted due to an unspecified product performance issue and replaced with a transvenous system. No additional adverse events were reported.